Manufacturer narrative:
The device engineering logs were reviewed for the reported event date of (B)(6) 2026. No malfunction alerts, motor errors, or factory reset events were identified. The ilet system was observed to be functioning as intended, with insulin delivery requests occurring at regular intervals and alerts appropriately triggered and acknowledged. Continuous glucose monitoring data indicated that the device responded to glucose values per design specifications. Although the user reported an occlusion alert, no corresponding occlusion or delivery failure was confirmed in the device logs. Based on the available information, no device malfunction was identified that would have contributed to the reported hyperglycemic event.

Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 522 mg/dl following a meal at a buffet with a normal meal announcement and a reported occlusion alert. The user was transported to the hospital by a caregiver where the user was diagnosed in hyperglycemia and treated with IV insulin and manual injection (fast acting) and discharged (B)(6) 2026. No long-term health effects were reported.